Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient's right ventricular (rv) lead exhibiting high capture thresholds. A chest x-ray was performed and discovered that the rv lead had loss of slack. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the lead failing to extend. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were helix mechanism issue, unacceptable threshold and lead slack issue. As received, a complete lead was returned in one piece with the helix extended and clogged blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood and tissue in the helix region and over torqued of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.